Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# 15723315 as per investigation report. Omit : c20 - no findings available, d15 - cause not established. Correction : medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device manufacture date. Additional information : imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pt's bp dropped to 50's/30's via a-line. After trouble shooting a-line, traced IV tubing back and noted the epinephrine drip (gtt) was off - pump was physically off and had not been turned off by staff. Whole pump removed and sent down to clinical engineering." The customer later added that the epinephrine drip was restarted to address the blood pressure drop. There was patient involvement but no harm.

Event description:
Received a copy of the customer's medwatch report from FDA which states, "pt's bp dropped to 50's/30's via a-line. After trouble shooting a-line, traced IV tubing back and noted the epinephrine drip (gtt) was off - pump was physically off and had not been turned off by staff. Whole pump removed and sent down to clinical engineering." The customer later added that the epinephrine drip was restarted to address the blood pressure drop. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.